Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00046.

Event description:
It was reported that during the procedure the closure top stripped during final torquing. The surgeon removed the closure top and while placing an alternate top the head of the screw fell apart. He removed the closure top, broken screw and an adjacent screw and closure top. There was a greater than 30 minute delay but no reported patient harm. This is report two of two for this event.

Manufacturer narrative:
The closure top was returned for evaluation. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event. Reference additional reports 3012447612-2020-00264 and 3012447612-2020-00265.

Event description:
It was reported that during the procedure the closure top stripped during final torquing. The surgeon removed the closure top and while placing an alternate top the head of the screw fell apart. He removed the closure top, broken screw and an adjacent screw and closure top. There was a greater than 30 minute delay but no reported patient harm. However, additional information was provided by a zimmer biomet personnel when two additional closure tops were returned and found to have thread damage upon inspection. This is report two of four for this event.